Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 14515 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments showed a guide wire lumen kink/twist 1.2 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.